Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: clinical staff was attempting to place the device in a pediatric patient that had the end cap pull away from the guidewire. This happened after insertion and verification of placement and the cap pulled off. The rn was able to grab the guide wire and still remove it from the patient. Per additional information provided by the customer on 10/19/22, the cap detached from the guidewire leaving the sharp guidewire bent but sticking out from the tube. The tube was still intact and the stylet was unable to be removed. The hydromer coating was reactivated using approximately 10-15 ml of water before attempting the removal. The tube was functioning properly when tested prior to insertion but once confirmed placement and reactivated it was difficult to remove and the cap came off. There was no patient harm or medical intervention required. The nurse was able to get the stylet out. And the tube functioned properly for the remainder of their stay.

Manufacturer narrative:
A review of the device history record (DHR)revealed no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One sample was received for evaluation. The sample was visually checked according to product specifications. Only one (1) stylet was received with the disassembly of the hub, and a poly bag with the reported code. The hydromer test could not be done since the tube of the reported code was not received. The hub was disassembled from the wire however, hub detachment can be caused by not activating the hydromer with enough fluid. The reported condition is confirmed. A gemba walk though was done to review the manufacturing process. Current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could trigger the reported condition. A corrective/preventative action plan is not required since the reported condition has not been identified as manufacturing related. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.